Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving fentanyl (dose and concentration unknown) via an implanted infusion pump. The indications for use included spinal pain and failed back surgery syndrome. It was reported that a dye study occurred and the hcp was unable to aspirate prescription (rx) and cerebrospinal fluid (csf) from the catheter access port (cap), and the hcp could not clear the catheter. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The patient was not sure if they wanted to continue having the pump system implanted, and the patient and hcp were to make a plan if the patient no longer wanted the pump implanted. The issue was unresolved at the time of report and it was unknown if surgical intervention was planned for the future. No intervention had occurred at the time of report. No patient symptoms were reported. The patient's status was alive. No injury and no further complications were reported or anticipated.